Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. The device alarmed button error due to moisture damage on the keypad traces. The unit had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error during bolus delivery. The customer removed and reinserted the battery, but the anomaly persisted. The customer removed the battery, again, and reverted to back-up plan. On the day of the phone call the customer reinserted the battery and the insulin pump alarmed an error. The customer's blood glucose was 57 mg/dl, which was treated with juice. The discontinuation of the insulin was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.